Event description:
The customer reported to beckman coulter (bec) that 50 milliliters of a clear liquid leaked from the coulter lh 750 hematology analyzer and onto the table and floor. The customer could not locate the leak source. The customer was wearing gloves, goggles, and a laboratory coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the tubing on the backwash manifold (mf4) to pinch valve (vl4b) had disconnected and leaked diluent. The fse replaced the tubing to resolve the leak issue. The fse also replaced cut tubing on pinch valve (vl49a) and flushed out the hemoglobin (hgb) vent line tubing that was constricted (clogged) internally. Failure mode was related to disconnected tubing on mf4 to vl4b, cut in tubing on vl49a, and obstructed hgb vent line tubing. (B)(4).